Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strip. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 17-mar-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results and error message (e-3). Wife is calling on behalf of the customer. The customer called concerned with test results from meter-to-meter comparison of 169 mg/dl using true metrix meter and 210 mg/dl using another device (fasting/non-fasting not provided). Caller stated the customer's expected fasting blood glucose test result is 110 mg/dl. The customer feels well and did not report any symptoms. Caller stated she thought customer was having a stroke, so she had taken him to the hospital on 03/05. Per caller when the doctor saw him, the customer's glucose was high; the hospital's meter showed 210 mg/dl while the true metrix meter showed 169 mg/dl. Per caller, the customer is still in the hospital being monitored. During the call, a back-to-back blood test was not performed by the customer. Per caller, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2027 and per the caller the open vial date is 1 week ago. The meter memory was not reviewed for previous test result history.